Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.

Event description:
It was reported that they tried to hook up the pump to the patient, but it was found to be faulty, continuously beeping, something that had not been encountered before. The patient had not been affected. The event occurred while in use with a patient at the clinic and the operator of the device was a health professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.